Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device pacer test failed. Based on the information available, the reported issue did not reproduce and cause was not able to identify after redo functional test. No further evaluation is required. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. Device is working fine as per manufacturer's specifications after redo functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.